Event description:
Pt reportedly experienced pain for greater than one (1) year, treated with medication and physical therapy, was implanted with prodisc-l at l5-s1. Pt subsequently presented with non-infected seroma at the surgical incision site. Pt was admitted to surgery clinic for wound seroma evacuation/drainage. Pt was sent home on antibiotics with negative wound cultures. Info provided indicates the event was 'clearly not related to the device.'

Manufacturer narrative:
Implants remain in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.